Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch ultra meter read inaccurately high. This complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient stated that the alleged inaccuracy began 1-2 months prior to contacting lifescan. The patient stated that she obtained readings of ¿323 mg/dl¿ on (B)(6) 2014 and ¿227 and 201 mg/dl¿ on (B)(6) 2014. All the readings were compared with feelings/normal results. The patient manages her diabetes with self-adjusting insulin. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged meter issue. The patient claimed to have developed the symptoms of ¿sweaty, abdominal pain and dizzy¿ on an unknown date/time after the alleged inaccuracy began. The patient claimed to have received the treatment of IV fluids in ER 6 months prior to contacting lifescan. The patient stated that her blood glucose was tested during her ER visit; however she did not state a reading. At the time of troubleshooting, the customer support representative (csr) noted that the subject meter was set to the correct unit of measure setting, the test strips had not expired or been open for longer than the discard date and the patient did not have control solution available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptom of ¿sweaty¿ after the product issue began. This symptom does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.